Event description:
On 6/16/95, about 1300 under the order of the dr a tube was changed because of a position problem (too short). Then the old tape was removed, a severe skin breakdown with some bruising & fresh blood was noted. Bandage was applied before regular tape. On 6/23/95, the baby was assessed by an rn at about 0300. She noted 2 small drops of dried blood on cloth diaper under baby's head. This was thought to come from area where tube severed. Plastic surgeon saw later in a.m. Ordered removal of tape & bandage. Removed carefully & area cleansed with 1/2 strength h2o2 & rinsed with sterile water. When removed, the skin & tissue came with the bandage. Very deep wound was observed. Baby died a few days later from complications of prematurity.